Manufacturer narrative:
With all the available information, bsc is unable to conclude the root cause of the incident. This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that at a regular follow-up appointment, the right atrial (ra) lead exhibited over-sensed noise which was reproducible with provocative maneuvers. The physician alleged a potential connection issue to be the cause of the over-sensing, but because all other measurements were stable and within range, the physician elected to reduce the device sensitivity to resolve the event and continue with bi-annual follow-ups. The patient was stable with no adverse consequences and the ra lead remains implanted.

Event description:
It was reported that at a regular follow-up appointment, the right atrial (ra) lead exhibited over-sensed noise which was reproducible with provocative maneuvers. The physician alleged a potential connection issue to be the cause of the over-sensing, but because all other measurements were stable and within range, the physician elected to reduce the device sensitivity to resolve the event and continue with bi-annual follow-ups. The patient was stable with no adverse consequences and the ra lead remains implanted.